Event description:
Patient self tester reports having discrepant results compared to lab. Patient's target therapeutic range is 2.0-3.0. Patient stopped coumadin on (B)(6) 2010 and started lovenox on (B)(6) 2010. Patient stopped lovenox and went back to coumadin only on (B)(6) 2010. On (B)(6) 2010: patient hematocrit 39.4, and slightly anemic.

Manufacturer narrative:
Investigation pending.